Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment issue occurred. The wearable was inserted into the abdomen on (b)96) 2025. Product was provided for investigation. An external visual inspection was performed and failed due to goosenecking. An applicator deployment issue was found within the investigation window. The allegation was confirmed. However, wearable was provided for investigation and a broken needle was found. The probable cause could not be determined. No injury or medical intervention was reported.